Event description:
It was reported that during a bankart repair procedure using the firstpass suture passer, the device was sticking and not releasing properly. The procedure was ultimately completed with an arthrex suture cutter. There were no significant delays or pt complications reported as a result of this event.